Event description:
During product evaluatin, failure code 812:02 was found in the pump's event history on channel b. It is unknown when this failure code occurred or if there was any patient injury or medical intervention necessary.